Event description:
It was reported that the pt underwent an anterior and posterior pelvic floor repair as the result of a stage three pelvic organ prolapse (cystocele), in 2005. The pt was seen 8 days later and the incision was healing well. Approx one month postop, the pt complained of experiencing brown discharge. Upon exam it was noted that a 2cm area of mesh located midline at the apex of the vagina was exposed. Approx 3 mos later, the pt underwent a second procedure for excision of the mesh and reclosure. The pt has since recovered with no further adverse pt consequence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.